Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Head of toothbrush came off and got stuck in throat [foreign body in throat]. Head of toothbrush came off [device breakage]. Consumer contacted via e-mail and stated that when she was brushing her teeth with her electric toothbrush, the head of the toothbrush came off. No serious injury was reported.